Event description:
New information received notes the implantable cardiac monitor presented in backup mode and was unable to be restored. The device was also unable to be interrogated. No further interventions have been performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the implantable cardiac monitor was in backup mode. After restoration was implemented, the device no longer contained stored episodes. The patient was in stable condition.